Manufacturer narrative:
Clinical review: a temporal relationship exists between being connected to the liberty select cycler and the patient event of vomiting with aspiration. The patient¿s pd nurse reported that this elderly patient had pre-existing cardiac/respiratory medical history which included an internal pacemaker and copd. Furthermore, the patient had respiratory insufficiency and was on bi-pap oxygenation when this event occurred. Due to aspiration, the patient developed acute respiratory failure and suffered a cardiac arrest with fatal outcome. Currently, there is no allegation or any objective evidence that a liberty select cycler malfunction or product deficiency caused this event. Based on the reported information, the patient¿s death is likely associated with patient¿s pre-existing cardiac and respiratory comorbid conditions. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this elderly patient coded while on the fresenius cycler and passed away on (B)(6) 2026. In additional follow-up, the patient¿s pd nurse stated that this patient has pre-existing cardiac comorbid conditions including an internal pacemaker and chronic obstructive pulmonary disease (copd). The nurse stated the patient was in the hospital for cardiac reasons that were unrelated to dialysis when the event occurred. Per the nurse, the patient was on a bilevel positive airway pressure (bi-pap) machine for respiratory insufficiency while also receiving pd therapy on a hospital cycler (details are unknown). It was reported that the patient vomited and aspirated while the patient was connected to the cycler/bi-pap. It is unknown if the patient was in active treatment when the patient aspirated. This event led to the patient developing acute respiratory failure with subsequent cardiac arrest. The nurse stated the patient later expired and was not on the cycler when he passed away. The fresenius cycler was pending return to manufacturer at the time follow-up was conducted. However, the nurse indicated that the patient¿s death was not suspected to be related to product (fresenius cycler). The nurse confirmed that there is no allegation against product. The nurse provided that the patient¿s death is attributed to pre-existing comorbid conditions.